Event description:
An endurant ii stent graft system was implanted for the emergent endovascular treatment of a ruptured 7.7 cm in diameter abdominal aortic aneurysm. It was reported that the patient was experiencing back pain one day prior to presenting to the ER. The following day the patient presented emergently to the ER. An endurant aui was implanted; however there appeared to be an unknown endoleak post implant. A second limb was implanted and then there appeared to be a type ii endoleak from a large lumbar artery. The physician was not sure if there was a type ii and a type IV endoleak. A third device was implanted and the endoleak resolved. The patient expired hours after the procedure and they believe the patient ruptured at 7pm the night before. Cause of death is unknown, an autopsy was not performed.

Manufacturer narrative:
(B)(4). Evaluation code, conclusion: off-label, unapproved or contraindicated use (pre-operative rupture). (B)(4).